Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1821705) on 26-dec-2018. The most recent information was received on 22-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), fatigue ("fatigue") and nausea ("nausea"). At the time of the report, the pelvic pain, abdominal pain, adenomyosis, fatigue and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, fatigue, nausea and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-feb-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), adenomyosis ("adenomyosis"), fatigue ("fatigue") and nausea ("nausea"). At the time of the report, the pelvic pain, abdominal pain, adenomyosis, fatigue and nausea outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, fatigue, nausea and pelvic pain with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.